Event description:
It was reported the patient had a bladder infection. It was noted the patient had painful urination and cloudy urine. It was reported the urine was tested and came back positive for bladder infection. It was noted the patient was prescribed cipro for three days, starting on (B)(6) 2011. It was reported the patient¿s symptoms resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v517496, implanted: (B)(6) 2010, product type lead. (B)(4).